Event description:
It was reported while using bd safety needle the needle broke off in patients neck. Needle was unable to be removed, fluoroscopy, ultrasound, and CT scan performed, surgery recommended. The following information was provided by the initial reporter: customer reporting patient presented to the chronic pain clinic for a trigger point injection. Unfortunately, during the procedure the needle broke inside the patient's neck. Immediate attempts were made at the bedside to retrieve the broken needle but were unsuccessful. With patient consent, retrieval of the foreign object in the fluoroscopy room where both fluoroscopy and ultrasound was used to locate the needle, but not possible. Vascular surgery was consulted and CT scan was recommended sometimes this week for the removal. All needles with the same lot number as the one used were immediately removed from service. Nurse manager and director notified of the event.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305115 and lot number 2056622. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported while using bd safety needle the needle broke off in patients neck. Needle was unable to be removed, fluoroscopy, ultrasound, and CT scan performed, surgery recommended. The following information was provided by the initial reporter: customer reporting patient presented to the chronic pain clinic for a trigger point injection. Unfortunately, during the procedure the needle broke inside the patient's neck. Immediate attempts were made at the bedside to retrieve the broken needle but were unsuccessful. With patient consent, retrieval of the foreign object in the fluoroscopy room where both fluoroscopy and ultrasound was used to locate the needle, but not possible. Vascular surgery was consulted and CT scan was recommended sometimes this week for the removal. All needles with the same lot number as the one used were immediately removed from service. Nurse manager and director notified of the event.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.